Manufacturer narrative:
Product investigation is currently underway. A supplemental final report will be filed upon investigation completion.

Event description:
It was reported that the communicator displayed a red call doctor icon indicated a potential issue with the patient's pacemaker. The patient was referred to their following physician regarding the potential issue. The cause of the red call doctor icon is unknown at this time. This pacemaker remains in service. No adverse patient effects were reported.